Manufacturer narrative:
It was not possible to press the 1st or the 2nd button of a 5f mynx control vascular closure device. There was no injury reported to the patient. The product was stored and handled according to the IFU. It was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The device was removed from the package as stated in the IFU. It was used in a diagnostic peripheral procedure. The user was mynx certified. The was no visible damage to the button. The device storage temperature did not exceed 25 °c. 100% saline was used in the procedure. Button #2 could not be pressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. Patient demographic information was requested but was not available. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 1/3 of its total with the frame laser mark line (green component) aligned the laser mark lines on the handle. Button 2 was not depressed. The sealant was exposed to blood, covering the balloon proximal tip. The syringe was connected to the device with the stopcock open. The procedure sheath was locked on the sheath catch. Per functional analysis, button 1 was reset to the factory setting, and simulated deployment test was performed per the mynx control instructions for use (IFU). Button 1 was depressed and stuck at approximately 1/3 of its total travel. However, the button 2 was able to be fully depressed. The results confirmed that only the button 1 was unable to be fully depressed, and the button 2 performed as intended. Per microscopic analysis, visual inspection at high magnification showed the position of the button 1, the left frame arm and the push rack as stuck inside the handle. The button 1 inner tabs were also inspected, and no damages/anomalies were observed. A product history record (phr) review of lot f2122301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 1 frozen/locked¿ was confirmed during analysis of the returned device. The reported ¿mynx control button 2 frozen/locked¿ was not confirmed during analysis of the returned device, as the button was able to be completely depressed. The exact cause of the reported events could not be conclusively determined. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged in any way. The product analysis suggests that the event experienced by the customer may be associated to the manufacturing process. Therefore, a risk assessment has been initiated for further investigation.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was not possible to press the 1st or the 2nd button of a 5f mynx control vascular closure device. There was no injury reported to the patient. The product was stored and handled according to the IFU. It was inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The device was removed from the package as stated in the IFU. It was used in a diagnostic peripheral procedure. The user was mynx certified. The was no visible damage to the button. The device storage temperature did not exceed 25 °c. 100% saline was used in the procedure. Button #2 could not be pressed at all. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. Patient demographic information was requested but was not available. The device will be returned for evaluation.